Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: pupil block, elevated intraocular pressure, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, elevated intraocular pressure, pupil block, significant reduction of irido-corneal angles and hypertension. The lens was explanted and the problem was resolved. The cause of the event was reported as unknown and the device.